Event description:
The angiosculpt device was used to treat the left sfa. Upon removal, the catheter separated in the patient. A snare was used, but only a portion of the device was retrieved. The other portion was retained in the patient. This adverse event and product problem is being submitted due to the shaft separation requiring medical intervention, but partial device was retained in patient.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Attempts to obtain the information has not been successful. The angiosculpt device was not returned for evaluation by the facility, thus no returned product investigation was performed. Per the IFU, retained device component is listed as a possible adverse effects of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.